Manufacturer narrative:
Philips service replaced the disk box and bios battery and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot; disk box and bios battery were replaced on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.